Manufacturer narrative:
Upon receipt of the device, visual and functional inspection was performed. The excelsior microcatheter was returned. The device positioning unit (dpu) was received without the coil attached. The distal section of the dpu has a memory retained radius and the coil was received severly damaged still attached to the snaring device. The coil's socket ring separated at the soldered distal section and the proximal section of the coil has been stretched. The distal diameter of the returned excelsior 1018 microcatheter was out of round and damaged. The most likely cause of the proximal section of the coil stretching occurred during repositioning of the coil. During repositioning, the coil was most likely anchored in the coil mass and was stretched during retraction. Our current instructions for use (IFU) states: "if repositioning is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove the microcoil system." It was also observed that a non-compatible microcatheter was selected. For better product use, the IFU recommends "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications."

Event description:
Patient came in with two (2) aneurysms for treatment. Incident occurred on the first aneurysm described as large, wide necked aneurysm located at the right posterior communicating artery (pcom). During coil advancement into an sl-10 microcatheter, resistance was felt. The coil was withdrawn, checked and found to be "okay". An excelsior 1018 microcatheter was instead placed, still felt tight during advancement but was able to place coil. During repositioning and withdrawal of the last coil, the coil stretched and migrated out into the internal carotid artery (ica). Attempt to retrieve the coil with amplatz goose neck snare sk700 was successful. At this point, it was observed that a clot formed in the ica. Aspirin was prescribed. Follow up report indicated that both aneurysms were occluded and patient was "good" with no complications reported as a result.